Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the chair was pulling to the right side, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer advised chair is pulling hard to the right out of the box from order (B)(4). Tech advised to replace. Dealer could not provide any further information. Protocol questions are not applicable.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised chair is pulling hard to the right out of the box from order (B)(4). Tech advised to replace. Dealer could not provide any further information. Protocol questions are not applicable.